Manufacturer narrative:
(B)(4). Batch #unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown surgery, it was found that all the deployed clips were formed in x-shape. Another device was used to complete the case. There were no adverse consequences to the patient.